Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pacing impedances in the right ventricular (rv) lead, measuring above 2000 ohms. The increase in pacing impedances was noted to be gradual. Additionally, the system exhibited noise oversensing and pacing inhibition, resulting in an asystole lasting more than two seconds. Technical services (ts) reviewed the event and recommended further evaluation of the lead, including isometric exercises and pocket manipulations, as lead calcification was suspected. Ts also provided reprogramming options. No adverse patient effects were reported. This rv lead remains in service.